Event description:
It was reported that the screw came out of the instrument during an unspecified spinal surgery. No reported patient complications.

Manufacturer narrative:
Additional information: the screw the front handle pivots on is missing. There does not appear to be damage to the threads. This instrument is designed to be disassembled for cleaning purposes. The manufacturing lot code suggests that the instrument has been in use for some time, making it unlikely that this is a manufacturing issue.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.